Event description:
The following info was reported by the aci sales profession: I was told that the physician attempted deploy two mx6721 following a procedure and both failed to deploy. I was told the physician converted to manual compression for 25 minutes and the pt was fine. Ambulated and discharged in standard times following manual compression. Procedure: peripheral.

Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle. The device condition suggested that the reported failure to deploy was probably due to a device pull through. Visual inspection of the device showed that there was no saline solution in the balloon and the syringe. Failure to prep the device with saline solution as per the instructions of use can cause the balloon to partially collapse as the air in the sys is compressed and resulting in the balloon pull through the arteriotomy. The balloon was inflated with fluid and verified in a go/no no gauge to be within specification. The review of the lhr (lot f1405503) indicated that the device lot met all established performance criteria prior to shipment. The device had been prepped with air instead of saline. Based on the provided info and the investigation performed, the root cause of the balloon pull through was instruction for use (IFU) not followed. See MDR 3004939290-2014-00915 for the first device.